Event description:
During the seven week post-op examine the physician saw a fragment on the pt's x-ray. Exploratory arthroscopy was performed and the fragment was removed. According to the physician, the fragment looked like the tip to an ablator probe. No clinical sequelae or further complications were reported.